Event description:
Customer reported two cases on which the blood tubing kinked just below the venous side of the dialyzer with hemolysis resulting. Both patients where taken off dialysis. One patient experienced chest pain and shortness of breath and was taken to the ER. The patient was examined and released. The second patient was not seen at the ER. Additional information obtained in september 2005 from a rn at the facility indicated that both patients were doing fine.